Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-07151. It was reported that one-day post-implant, it was noted that the atrial lead had a higher than an acceptable threshold and occasional oversensing. The patient complained of mild discomfort in the chest. It appeared the atrial lead had slightly penetrated through the wall of the atrium. When the pocket was opened, built-up torque in the lead was observed. The decision was made to explant and replaced the atrial lead. When physician began to close the incision, the patient coded due to tamponade. After many attempts and hours of CPR and open-heart surgery on the table, the patient expired. The intense CPR dislodged the lead to where it was hanging in the ventricle. After hours of open-heart surgery to relieve the pressure and fix the hole in the patient¿s heart it did appear the doctors had fixed the issue, and physician proceeded to explant the lead and plugged the atrial port in the device. Soon after that the patient coded again, and it was finally called.